Manufacturer narrative:
Info was rec'd from a journal article. Eval summary: a revision surgery was performed 25 days after initial primary tha. A 36 mm longevity liner was explanted during revision. The paper claims 2 cracks were found within the anti-rotation notches in the rim based on fiber optic illumination and confirmed with sem analysis of the fracture surfaces. The cracks were shallow and all originated at the root of the notches machined in the unsupported rim of the liner. Despite these cracks, the liner was fully intact and fully functional at the time of the revision. No photographic evidence for these cracks in this particular liner were provided. The lack of returned parts makes it difficult to confirm the findings stated in the article. Further, the liner was in-vivo for less than 1 month which does not support the allegation of a fatigue initiated crack and subsequent crack propagation due to repeated loading. From the info provided in the article regarding this case, it is not possible to confirm the cause of the alleged cracks in the longevity liners. There are multiple circumstances that can aggravate the initiation of cracks and ways to arrive at a false positive identification of fatigue cracks. At this time, no design issue is defined from the evidence provided in this article. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It is reported that the pt was revised for instability and cracks were noticed on the liner.